Event description:
The explanted generator was reported have been discarded. No other relevant information has been received to date.

Event description:
It was reported that patient was to be replaced due to end of service (device was fully depleted and was unable to be interrogated during the pre-op). After replacing the generator and interrogating the device, high impedance was observed for the patient. The rep noted that they have performed troubleshooting which involved removing and re-inserting the lead, confirming the lead is fully inserted, flushing the receptacles, and re-interrogating. After the trouble shooting was performed, high impedance was still observed. A test resistor was used with the new generator and generator diagnostics resulted in ok impedance. After determining high lead impedance was due to the lead, the surgeon decided to proceed with a full lead revision. The explanted products have not been returned to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.